Event description:
The patient reported a rash at the implant site and the pocket has not healed after year and a half. Sometimes the patient experiences shooting pain around the top lead. The patient is going to meet with an ortho for a knee replacement procedure. Therapy was helping originally, but the arthritis the patient had prior to implant has worsened. The patient is not wearing the device as the wound is not fully healed. An explant procedure has not been scheduled.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator and multiple tunneling attempts have been ruled out as potential causes of the reported issue. Additionally, the skin was prepared with antiseptic solution and the implant was performed per IFU. However, the patient has arthritis and bone spurs. The arthritis has gotten worse quickly, the patient will need a knee replacement and is experiencing pain at times even when not wearing the device. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the rash is unknown. However, the pain and wound not healing are due to the patient being a poor candidate due to health, weight, age, mental capacity as arthritis can cause delayed wound healing and bone spurs (user error - clinician).